Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the right ventricular lead. Patient presented in the clinic for further evaluation and all other electrical measurements were stable. Rv lead noise could not be reproduced in the clinic. The patient was asymptomatic to the event. No intervention was performed; the physician elected to continue monitoring the patient.